Manufacturer narrative:
Device manufactured between june 15, 2019 to june 17, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: three (3) unopened companion samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with tap water on one (1) randomly selected sample with no issues noted. The reported condition was not verified on the companion samples. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seventy five (75) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. This issue was identified during setup. There was no patient involvement. No additional information is available.